Manufacturer narrative:
Examination of the returned guidewire found the guidewire was intact with both the distal and proximal joints passing fingerpull test. No damage or contamination was found on the guidewire. There was no hair found with the returned guidewire and the original packaging was not returned for investigation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported as no contamination was found on returned guidewire.

Event description:
Per ai, lot number 5999685 and found a hair inside package upon opening.